Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed. Migration and severe force applied to the implant were ruled out as potential causes. However, after the programs on the transmitter assembly were changed, the knee pain was resolved. The stimulator is used to treat pain. The cause of the knee pain is due to programming parameters as changing the programs on the transmitter assembly resolved the reported issue (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported worsening knee pain. The patient was instructed how to change the programs on their transmitter assembly and will follow-up. After changing the programs on the transmitter assembly, the knee pain was resolved. As of (B)(6) 2025, the patient is doing good and they are not experiencing knee pain.